Manufacturer narrative:
The glidescope avl video monitor and an avl video baton 3-4 were returned to verathon for evaluation. The technical service representative could not duplicate the reported issue. The returned video baton was connected to the returned video monitor. The video monitor produce images as expected, the video baton cable was manipulated with no change in the displayed video. In additional all leds and buttons were operating as expected. The battery was fully charged and all test were repeated, with similar results. The video monitor outer shell was replaced, due to minor damage. The video monitor was tested to specification and was returned to the customer. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the screen went black and the buttons were unresponsive. A second glidescope system was used to complete the procedure, reportedly there was a five (5) minute delay while the second device was prepared. No harm to patient or user was reported.